Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) had a battery status of elective replacement indicator (eri). The device was not implanted and was returned for analysis.